Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the needle "popped off." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the needle "popped off." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle in an opened ultra xc tray. No defect observed to syringe."